Manufacturer narrative:
During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Report source: foreign- (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was returned for evaluation. Visual inspection found a distal bond peel, but remained intact and a kink on the proximal shaft. During functional testing, using an indeflator filled with water, the device was pressurized at less than 2 atm and a leak was present. Under microscopic inspection, a longitudinal tear on the balloon was observed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a slightly calcified lesion. During the first inflation at 6 atm for 20 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.